Event description:
It was reported that during a procedure to place the device in common iliac, the system popped out of the grip and the dr could not deploy the stent. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval, as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.